Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Additionally, it was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. Customer¿s blood glucose was in 200-300 mg/dl range. Reportedly, customer continued using pump for insulin therapy.